Manufacturer narrative:
The case description states that there are two 9u boluses that the user does not remember delivering. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirms delivery of both boluses delivered and shows that the use cgm button and confirm bolus button were pressed prior to delivery of each bolus. The log files show the controller went through the steps to open the bolus calculator and use the use cgm button was used to load a low bg value before the bolus calculator became disabled after. The bolus calculator did not give any suggested bolus but it was seen that there was a user bolus adjustment volume of 9u for both boluses. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. Finally the controller went through the two step verification to confirm and start the bolus. Evidence of interaction with the controller prior to each bolus was observed in the log files. No evidence of an uncommanded bolus was seen.

Manufacturer narrative:
The case description states that there are two 9u boluses that the user does not remember delivering. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirms delivery of both boluses delivered and shows that the use cgm button and confirm bolus button were pressed prior to delivery of each bolus. The log files show the controller went through the steps to open the bolus calculator and use the use cgm button was used to load a low bg value before the bolus calculator became disabled after. The bolus calculator did not give any suggested bolus but it was seen that there was a user bolus adjustment volume of 9u for both boluses. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. Finally the controller went through the two step verification to confirm and start the bolus. Evidence of interaction with the controller prior to each bolus was observed in the log files. No evidence of an uncommanded bolus was seen.

Event description:
Customer reports that they received an uncommanded bolus from their omnipod device. Customer stated blood glucose levels dropped to 54 mg/dl and did not remember very well but on the controller it showed 2 bolus' of 9 units at 2:19 am and another 9 units of insulin at 2:28 am. The device log files were provided for investigation. Review of the log files confirm interaction with the device through screen navigation and data entry related to bolus programming. There was no evidence of an uncommanded bolus.